Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the laparoscopic adrenalectomy surgery for left part of the adrenal tumor, the ultrasonic surgical tip (name: clamp arm) had been removed from the ceramic part (name: tissue pad)." No patient consequence reported.